Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging ipg. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient had difficulty charging ipg. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the physician.